Event description:
The initial reporter received a questionable creatinine jaffé gen. 2 result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was 0.69 mg/dl. The repeat result was 2.92 mg/dl. The physician questioned the initial result as it did not match the patient's previous result, prompting the patient's sample to be rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 82267901, with an expiration date of 31-may-2026.the field service engineer (fse) inspected the module and adjusted the gear pump. The customer changed the lamp and performed calibration and qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The calibration results were within the specified ranges. The qcs were within the specified ranges. There was no indication of a performance issue with the reagent. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.